Manufacturer narrative:
A steris technician inspected the washer and determined that it was operating properly; no issues were noted with the washer or door. The equipment has remained in service with no further issues. The obstruction was caused by the washer not being loaded properly in that items were protruding from the racks into the door opening, resulting in the washer obstruction alarm. In addition, the operator did not follow the proper procedure for resolving the door obstruction. The equipment operator manual states (pp. 4-4): "ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate type of items to be processed." The manual further states (pp. 1-1): "warning- personal injury hazard: if an obstruction is present in the wash chamber door and the door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when the obstruction is removed. Call a qualified service technician to safely remove the obstruction." Steris will offer in-service training on proper use and operation of the equipment.

Event description:
The user facility reported that while an operator was loading the washer, the door obstruction alarm came on due to items extending from the rack inside the washer. The operator attempted to manually remove the obstruction and also pressed several buttons on the control panel; the door then fell on the operator's arm. The operator received a contusion and went to employee health where x-rays were administered and a bandage was applied. The user facility reported the operator is fine and has no sustaining injuries.

Manufacturer narrative:
Steris has offered in-service training several times, however the user facility has not responded.